Event description:
It was reported that an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level (526 mg/dl). The customer administered an insulin injection to treat the bg. A supply change was performed to resolve the issue and the customer continued to use the pump for insulin therapy.